Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. The error was duplicated through testing. During visual inspection worn clutch halves were identified. Clutch halves were worn out from normal use. The pump is over 7 years old and in need of maintenance. The clutch halves were replaced. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The customer has not returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and investigated, the manufacturer will file a follow-up report detailing the results.

Event description:
Report received stating that during a demonstration, the listed device was extremely difficult to engage into the safety mechanism. The device was not used with a patient. No injury occurred.